Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaint was found. Conclusions - (no device failure): the product pertaining to this event was discarded. Based on the complaint history and lens work order search, it has been determined the root cause of the event was not lens related. It was physician's perference. (B)(4): lens was discarded by the facility.

Event description:
The reporter stated the surgeon inserted a aq2010v three piece silicone lens. After inserting the lens into the patient's eye, the physician changed his mind on lens style. The lens was removed and a different lens model was implanted with no patient injury. The lens was suctioned out and was not retrieved. Reporter stated this incident was not product related.